Event description:
It was reported that when interrogating the vns a low output current error message was observed. Programming data was provided for review. Update later received that patient was seen again two additional times and now no issues were seen with the vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.